Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Device history record review was performed on part#: 314.115, lot#: 7077625: release to warehouse date: 27-nov-2012, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed on the subject device stardrive ¿ screwdriver t15 (part#: 314.115, lot#: 7077625). This complaint is confirmed. The returned device has a malformed distal tip that would contribute to issues fitting with a screw head recess. The tip shows significant post manufacturing damage. Dents, rounded edges and significant wear are visually evident. While this complaint is confirmed, this complaint for the returned screwdriver not fitting with other parts could not be replicated at customer quality (cq) as the screw from the event was not returned. The 314.115 stardrive screwdriver t15 is a common trauma instrument noted in 10 system technique guides including 3.5 mm lcp distal tibia t-plates, small fragment lcp and titanium solid humeral nail. In each system the screwdriver is utilized for screw insertion. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A root cause could not be definitively determined due to the unknown use and maintenance over the lifetime of the device. Most likely due to application of excessive force as evidenced by the post manufacturing damage to the distal tip. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) on an unspecified date, at a veterinary practice, a stardrive ¿ screwdriver t15 was not setting a screw in correctly. During manufacturer investigation process it was identified that the returned stardrive ¿ screwdriver t15 has a malformed distal tip that would contribute to issues fitting with a screw head recess. The tip shows significant post manufacturing damage. Dents, rounded edges and significant wear are visually evident. This condition was e-evaluated and was determined to be reportable on january 13, 2017. Concomitant device reported: one unknown screw (part number unknown, lot number unknown) this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This condition was re-evaluated and was determined to be reportable on january 18, 2017.